Manufacturer narrative:
The event cannot be confirmed as the surgeon needs to provide the required documents for FDA compassionate use approval for all-ti devices. This patient underwent bilateral total joint replacement and patient had continuous pain and systemic symptoms, now assumed to be related to nickel allergy. The patient had a metal-ltt test, which disclosed that the patient has a nickel allergy. Thus, the surgeon removed the devices and placed antibiotic spacers. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the patient experienced post operative pain and a revision surgery will be performed to remove and replace the device.

Event description:
It was reported that the patient experienced post operative pain and a revision surgery will be performed to remove and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.